Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh quality control (qc) result was obtained from a non-vitros (mas thermofisher) control fluid when tested on a vitros 5600 integrated system. The investigation concluded the assignable cause for the event was instrument related, caused by user error. The customer did not perform routine weekly maintenance procedures in a timely manner. Retesting the mas quality control fluids after performing the lapsed routine weekly maintenance procedure generated vitros assay results that were within the customer¿s established ranges. Historical vitros tsh reagent lot 5780 qc results were acceptable, indicating vitros tsh reagent lot 5780 was performing as intended and did not likely contribute to the event.

Event description:
A customer obtained a lower than expected vitros tsh quality control (qc) result from a non-vitros (mas thermofisher) control fluid when tested on a vitros 5600 integrated system. Mas l1 tsh result of 0.155 miu/l vs. The expected result of 0.282 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros tsh result was generated from a non-patient fluid, however the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of allegation of actual patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).